Manufacturer narrative:
An evaluation of the kangaroo pump was performed without a specific reported condition from the customer other than routine service. Upon service evaluation, it was found that only half of the display was operational. The potential root causes are excessive damage due to customer misuse and/or a possibly defective component. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a non-specified issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017, the service tech found only half of the display was operational.